Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: no. Investigation summary: no units were returned for evaluation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of separation inserter from tubing with lot #: 7339690 regarding item #: 383519. DHR review was performed on lot number: 7339690; the lot number was built/package nfa line 1 from december 7, 2017 thru december 10, 2017. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis disclosed that due to low occurrence and limited severity, current risk is acceptable.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had the catheter and tubing brake off from the cannula leaving the needle and cannula separated. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on (B)(6) 2018 via medwatch # mw5077852.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had the catheter and tubing brake off from the cannula leaving the needle and cannula separated. There was no report of exposure, serious injury or medical intervention.